Event description:
After successful IV insertion when flushing IV with saline, saline squirted out the back end of the cath. We are also noting the needles feel dull and there are occasional issues with the retraction mechanism not functioning smoothly.